Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was not implanted as an extended charge time was observed during preimplant testing. After five minutes, capacitors were again manually reformed; the resulting charge time tripped the elective replacement indicator (eri) battery status indicator.